Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, on formation of gastric pouch, the stapler had trouble firing. Green button was pressed and the handle was squeezed but stapler did not fire. There was no patient harm.